Event description:
It was reported that during an ileocecal resection procedure, the device was used to anastomose the ileum and the colon. The device could not be removed after firing. The device was removed by cutting the bowel to avoid damaging the tissue. The site was sutured by hand to complete the case. There were no adverse consequences for the patient. When the tissue of the anastomosed site was checked, it was found that half the staples of the front side were not deployed at all. The other staples of the back side were deployed properly. The doctor commented that there was no difficulty in firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: additional information received on (B)(6) 2010: the doughnut was proper formed. The orange indicator was within the range of gap setting scale. The anvil was attached to the instrument properly. Nothing hard was clamped in the jaw. And the condition of the target tissue was proper.

Event description:
As reported by gore a palmaz stent was implanted to treat a type I endoleak. Approximately nine months post index procedure the patient expired. As per the physician, she no longer practices at the site where that procedure was performed, and unfortunately does not recall the details of that particular case. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.